Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03355 pertains to the first resolution clip device, and manufacturer report # 3005099803-2014-03356 pertains to the second resolution clip device. It was reported to boston scientific corporation on (B)(6) 2014 that two resolution clip devices were used to control bleeding in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The clip was removed from the patient. The second clip also grasped and locked onto tissue and could not be released from the catheter; however, after manipulation the clip was able to successfully release from the catheter. The procedure was completed with the second clip, as the clip was able to release from the catheter after manipulation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.